Event description:
It was reported that the patient was dissatisfied with this inflatable penile prosthesis (ipp) as he experienced difficulty inflating and deflating the device; therefore, a surgical procedure was performed to remove and replace the ipp. No additional information was reported.